Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No device history review (DHR) is not applicable or relevant due to the device manufactured date. The investigation did not implicate a service process issue. A product sample was received for evaluation. Functional and visual testing were performed. The device was received in good condition. The evaluation was performed, and the reported issue was not confirmed. Device under test (dut) was powered off and removed front cover to investigate further. The old float switch was disconnected from the circuit board and a known good test flow switch was inserted onto the circuit board and without pushing the actuator down, device was powered on. Disconnect alarm was activated indicating malfunction was not as a result of a bad float switch. Further investigation revealed a secondary issue. Found micro switch was damaged and the continuous disconnect alarm was being activated due to the micro switch lever inability to fully engage with the disposable component. The root cause of the reported issue was unable to be determined. No further actions were required.

Event description:
It was reported that a bad float switch was observed. No patient injury was reported.